Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be intermittently depleting rapidly. At the time of the report with tandem technical support the battery was functioning as intended. Additionally, it was reported that the usb cable was "bent" at the part that connect to the pump. Customer's blood glucose level ranged from approximately 80 mg/dl to 180 mg/dl. Customer continued to use the pump for insulin therapy.